Event description:
Report of one documented and four undocumented incidents of "popping apart" of high pressure IV tubing received. A pt was undergoing a cardiac catheterization (left ventriculography). During injection of contrast dye via a pressure injector, "the high pressure 20 inch tubing popped apart between the syringe and the female end". The physician terminated the injection after checking the patency of the line to the pt. The procedure was completed successfully and films were obtained. The dye had splattered onto the table and staff. Clean up of the contrast media was done per hosp policy, and no pt or staff harm occurred. This has occurred four other times on four separate pts (no pt specifics available). No pt harm was reported in these four other experiences. "The staff now checks the syringe and tubing prior to use and if a loose connection is detected despite tightening, they will discard the tubing." Add'l pt info was requested, but no further info was available.